Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the screen on the central control monitor turned purple and began to flicker. Control of the pumps remained available through redundant local controls. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.